Event description:
Hamilton medical ag received the following incident description:ventilator experienced a panel connection lost alarm along with multiple technical fault alarms.

Manufacturer narrative:
The interaction panel esm board and the ventilator unit esm board were replaced. Ventilator''s software was upgraded from 2.80g to 2.91c. Recommended service software checks, tests and calibrations were performed. Device passed all checks and tests. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description:ventilator experienced a panel connection lost alarm along with multiple technical fault alarms.

Manufacturer narrative:
The interaction panel esm board and the ventilator unit esm board were replaced. Ventilator''s software was upgraded from 2.80g to 2.91c. Recommended service software checks, tests and calibrations were performed. Device passed all checks and tests.